Event description:
A nurse reported three pts with elevated intraocular pressure (iop) following use of this product mixed to 15% gas. On (B)(6) 2011, the surgeon reported a planned vitrectomy with endolaser was performed on (B)(6) 2011 to correct a retinal detachment. She stated the gas expanded in the eye and she feels the contents of the gas are not correct. She reported drops were used to lower the pt's iop and the pt's symptoms have resolved. There are 3 medical device reports associated with this event. This report is for the third pt.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was received for eval. Review of product history records is in progress. There are two similar reports for this lot. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info was requested on 7/18/2011 and 7/19/2011 by fax, phone and mail. A completed questionnaire was received on 8/1/2011. (B)(4).